Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant the patient experienced extracardiac stimulation due to the left ventricular (lv) lead. High thresholds were also noted. The lead was programmed off. No further patient complications have been reported as a result of this event.